Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 800 mg/dl. Customer was not eating or drinking anything. It was reported that customer went to a crisis center due to mental state and was given fluids and insulin. Spouse found customer on the bathroom floor unresponsive. Spouse states that mental health hospital removed customer's insulin pump so that customer would not hurt herself. Troubleshooting was performed on insulin pump. Insulin pump passed high pressure test. It was found that air bubbles may have contributed to high blood glucose.